Event description:
In 2005, the reporter, an ER nurse, contacted lifescan alleging that the lay pt's one touch ultra meter was reading inaccurately high. In 2005, the medical affairs specialist (mas) spoke with the pt to obtain/verify information. The pt takes a set daily dosage regimen of insulin 20 units in the am, 8 units of regular insulin at 5:00 pm, and 15 units of nph insulin at 10:00 pm. She said she usually tests with her meter 3 times a day. She did not recall if she tested on am in 2005. In 2005 the pt took her am insulin as usual. She ate breakfast and a smaller lunch than usual(salad and bread). At 2:13 pm, the pt felt faint and weak; family member said she "looked funny". The pt tested with the reported meter while symptomatic and obtained a result of 161 mg/dl. The pt's family member called emt. Emt's started an IV and took the pt to the ER. The emt's did not test the pt's blood glucose level. A result of 54 mg/dl was obtained on the hospital device within 20 minutes of the reported meter result. The pt was treated with IV glucose and released to home. The customer care agent (cca) discovered that the pt cleaned the puncture site incorrectly. The pt told the mas she cleans the puncture site with alcohol, which can contribute to inaccurate results. The mas reinforced correct puncture site cleaning with soap and water followed by thorough drying. A control solution test was not performed, as the control solution was expired. The meter, test strips, and control solution were replaced.